Event description:
It has been reported to us that the radiopaque marker band of the aspiration catheter separated from the device and remains inside the patient's vessel. The physician inserted the aspiration catheter into the patient. At some point during the procedure the radiopaque marker band separated from the device and remains inside the patient. Additional information about the specifics of the case has been requested. The actual product used for the procedure will be returned for evaluation. At this time the patient is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device eval anticipated, but not yet begun.